Manufacturer narrative:
(B)(4).

Event description:
Received info the pt experiences a jolting sensation if he has the stimulation at 3.5 amp or higher, when he walks or coughs. Since his last recharging session, the pt has had a change in stimulation. He is suppose to get stimulation in his lower back but now also feels it in his feet. There is no known accident or incident related to this event. Additional info has been requested and if received, a follow up report will be sent.